Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the device has been returned and completion of the investigation.

Event description:
A clinical incident involving a bilok driver 25mm to arthrocare corporation. During a btb interference procedure, the tip of the driver had broken during the securing of the screw implant. The tip of driver remains in the implanted screw in the pt's femur. There was no injury to the pt and no reported complications.